Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that patient experienced pain and skin irritation while wearing the pod between 24 and 36 hours. Patient removed pod and noticed the needle had not retracted; this indicates that a needle mechanism failure occurred. Patient removed pod and was able to resume treatment with a new pod.